Event description:
Complainant uses "transparent dressing" when mounting his subcutaneous insulin pump on body. When changing his dressing, he noticed dressing material removed was marked with "squiggles" from a black marking pen. Unopened dressings also contain markings, visible through the package. Since this is a sterile product, through which insulin needle is inserted, complainant thinks sterile may be compromised.